Event description:
Boston scientific received information that this device system displayed noise, oversensing and inappropriate shocks. There were also reports of pacig inhibition. There was no report shock therapy exhaustion. A revision procedure was performed and the device was explanted. The right ventricular (rv) lead lead was successfuly capped and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
The proximal portion of the lead was returned for analysis. Lab analysis did not have any significant findings. The device was returned to allow for reliability analysis. The report will be updated once analysis is complete.